Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant, the surgeon saw the lead coming through the atrium. The atrium was reportedly 'paper thin'. Ventricular perforation was also suspected, although this could not be seen. Fluid built up in the left side of the patient's heart, and after this was relieved, the patient began to recover and is reportedly doing well.